Event description:
The unit shuts down using battery power.

Manufacturer narrative:
(B)(4). The unit shuts down using battery power. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.